Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2025, for the treatment of cirrhosis. During the procedure, the first four bands could be deployed normally. However, the fifth band could not be deployed. It was found that the seventh band was broken. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address 2: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block e1: initial reporter address 2: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found during the visual inspection that the ligator housing returned with three bands and one of these bands was broken and overlapped. Additionally, the slack was taken up and the handle had evidence that the loop was secured to the post. Also, the suture returned with seven knots. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. It was found that the ligator housing returned with three bands, one of which was broken and overlapped. These problem modes might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. There is a possibility that the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands. It could also be a possibility that, depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure, making the bands not able to deploy accordingly. The way the bands were deployed during the procedure could have caused the damage seen on the bands, as one returned broken and overlapped. It was determined that due to the damage in the band, the bands could not be deployed. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2025, for the treatment of cirrhosis. During the procedure, the first four bands could be deployed normally. However, the fifth band could not be deployed. It was found that the seventh band was broken. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.